Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The lift would not stay raised. It would go up a little, then come right back down.